Event description:
The customer reported the battery was receiving an error on the cadex battery charger. It then shoed all led's lit but the mrx displayed low battery. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. A follow-up report will be submitted once the investigation is completed.